Event description:
It was reported the hcp could not get telemetry on device with 2 different programmers and 2 different rooms. There were no reported patient complications as a result of this event. The device's status is unknown.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.